Manufacturer narrative:
(B)(4) - indication for the initial mesh implantation was to treat a cystocele.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted concurrently with anterior repair and excision of vulvar condyloma. It was reported that the patient underwent posterior repair, posterior perineorrhaphy and ablation of condyloma on (B)(6) 2013 due to rectocele and perineal condyloma.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent posterior repair on (B)(6) 2013 by (B)(6).